Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. It was reported that the vibratory feature of the pump was operating in an intermittent fashion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016-product analysis: the device was returned and evaluated by product analysis on 02/22/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. The pump powered on with a vibratory alerts functioning appropriately. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.